Manufacturer narrative:
(B)(4).

Event description:
Two weeks after implantation, the device was revised. During revision, the tube was broken in about 3cm from the tip of the sensor by contacting the edge of the bone. When the surgeon pulled the device by instruments to remove it, the cable was broken again inside the scalp. The broken part of the cable(approximately 2cm) was left in the patient's epidural space. (B)(4).